Event description:
It was reported that the customer had no delivery alarm on the insulin pump. Customer stated that he had a low blood glucose level one night and he was given glucose tabs. Customer is unsure why he was low. Customer treated via bolus with the pump. Customer's blood glucose later went up to 263 mg/dl. Customer treated with a manual injection. Customer declined troubleshooting for the highs and lows. Customer stated that he received a no delivery alarm halfway through giving a bolus. Customer reported that the alarm was resolved by an infusion set change. Customer changed the set out and disposed of the previous infusion set. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the issue. No additional info provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product hs been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.